Event description:
On 9/7/2022, it was reported by a sales representative via phone that an ar-4030c-10 fastthread¿ biocomposite¿ interference screw 10 x 30 mm had an issue. During an acl reconstruction procedure on (B)(6) 2022 during a soft tissue allograft, when the surgeon tried to insert the screw, he almost got all the way through, but then had to back the screw out and noticed that part of the thread of the screw had broken off inside the patient. He was able to remove the fragment, the broken thread, and the screw, and used another ar-4030c-10 fastthread¿ biocomposite¿ interference screw 10 x 30 mm, lot number unknown, to complete the case successfully with no impact to the patient. The complaint device has been discarded, but a picture was taken of the broken complaint device before it was discarded, and was provided via email.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Review of this complaint confirmed the event summary code selection and an investigation including a product history review was performed as required. The complaint device was not returned for investigation, however, picture(s) of the complaint device were provided and used for investigation. The investigation confirmed the reported condition. The probable cause of the event was not able to be determined. The investigation did not change the potential harm(s) identified. Complaint trending for this event will be performed per wi-000100100.